Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently removed the infusion set from the inserter while attempting to remove the blue needle guard during a supply change, consistent with an infusion set deployment or connection issue involving the infusion set and connector. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no interruption in therapy beyond the immediate set replacement and no medical intervention or hospitalization. Investigation included user interview and troubleshooting with education on best practices for set handling and site change. Investigation of this case revealed an operational handling error during infusion set insertion or connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.